Event description:
It was reported to philips that the touch screen module (tsm) could not be turned on with the rest of the allura device. The device was inside clinical use at the time of the event. No patient harm was reported. The patient had not yet entered the room, and was connected to another device instead.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips field service engineer (fse) inspected the system and confirmed that the touch screen module (tsm) could not be turned on with the rest of the device. Fse performed troubleshooting on the device and found that the control unit was faulty. The fse alleged that ageing of equipment could have caused the touch screen to not start properly. As a result, fse replaced the control unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. There was no report of actual harm to the patient. The philips field service engineer (fse) inspected the system and confirmed that the touch screen module (tsm) could not be turned on with the rest of the device. Fse performed troubleshooting on the device and found that the control unit was faulty. The fse alleged that ageing of equipment could have caused the touch screen to not start properly. As a result, fse replaced the control unit. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier, 510k, model number, serial number, reporting institution name, reporting address line 1 and the reporting address city have been updated.